Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2; foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon was trying to insert the screw through the mini baseplate, but even after several attempts of re-drilling and re-measuring, the central screw failed to get compression due to poor bone quality. Non-locking screws were used to complete the procedure. No adverse event has been reported as a result of the malfunction.